Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. However, the customer was provided with instructions for clearing a ua45 by a zoll representative. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua45 error message is easily clearable by user. For example ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Per zoll medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care.

Event description:
During a (B)(6) patient use, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - ua45 (not at "home" position after power-on/restart) error message upon powering on. Customer were unable to clear the error message and immediately performed manual CPR. Patient expired but the customer noted that the zoll autopulse platform did not contribute to patient outcome.